Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results - x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported that the patient had high lead impedance. The last ok diagnostics were obtained on (B)(6) 2009. X-rays were received and reviewed by the manufacturer. Upon review, no anomalies were noted with the device and no cause for the high impedance could be determined. Attempts for further information have been unsuccessful to date.